Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: product ID 924256 ,lot# 082207920a,product ID 924256, lot# 082207920a product type accessory. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that there have been no issues with the products or patient by the hospital and it is believed that the issue was resolved.

Event description:
Additional information was received indicating there was no suspicion regarding the device, as it was not working as intended. The door fixing mechanism was not working appropriately. It released itself each time after multiple correctly applied attempts by the surgeon to fix the lead in a correct way. There was a difficulty fixing the lead. The step-by-step process was monitored while drilling the burr hole all the way to attempting to fix the lead. There was nothing that was incorrect observed during the procedure. Ultimately, the problem was that the fixing door in the stimloc did not click closed in 3 successive stimloc devices tried. The issue did not resolve.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
To resolve the issue at the time it was stated that there was surgical engineering around the problem.

Manufacturer narrative:
Continuation of d10: product ID 924256 lot# 082207920a serial# implanted: explanted: product type accessory product ID 924256 lot# 082207920a serial# implanted: explanted: product type accessory product ID 924256 lot# 082207920a serial# implanted: explanted: product type accessory. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: 924256, lot#: 082207920a, product type: accessory. Product ID: 924256, product type: accessory. Product ID: 924256, product type: accessory. Other relevant device(s) are: product ID: 924256, serial/lot #: (B)(4), ubd: 19-mar-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, foreign) regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that there was difficulty fixing the stimloc to the dbs lead during the implantation surgery. The hcp monitored the procedure step by step, including the drilling of the burr hole, and nothing incorrect was observed with the procedure. Even with attempting to fix the dbs lead/stimloc issue. The fixing door in the stimloc did not click closed in three successive stimlocs used.